Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch lot number of the screw is unknown.

Event description:
It was reported during surgery the driver tip broke while trying to insert the screw into an olecranon plate. Requests for more information were made to no avail. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00292 for the driver involved in this event.